Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's system pcb assembly which resolved the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control further evaluated the removed system pcb assembly and determined that the cause of the reported issue was due to a shorted and burned integrated circuit, designator u25, on the system pcb assembly.

Event description:
The customer contacted physio-control to report that their device will not power on. When the on button was pressed the device displayed the service indicator and the screen flickered off, but the device would not power on. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device will not power on. When the on button was pressed the device displayed the service indicator and the screen flickered off, but the device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Gtin/device identifier (di) number ¿ (B)(4).

Manufacturer narrative:
Section g5 of supplemental medwatch report 001 indicates: reportability awareness date ¿ (B)(6) 2018 section g5 of the initial medwatch report 001 should indicate: reportability awareness date ¿ (B)(6) 2020.

Event description:
The customer contacted physio-control to report that their device will not power on. When the on button was pressed the device displayed the service indicator and the screen flickered off, but the device would not power on. There was no patient use associated with the reported event.